Event description:
It was reported that multiple cartridges were leaking from the o-ring. Customer loaded a new cartridge to address the issue. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg.